Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia event. Blood glucose level was 600 mg/dl at the time of the event. Patient experienced symptoms like headache, tired/weak and confusion. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin via intravenous (IV) drip. No further information was available.